Event description:
The patient experienced a change in therapy effect; the patient was having a decrease in pain relief. The onset of symptoms was more gradual. A catheter dye study was done in (B)(6) 2014 and they could not aspirate. On (B)(6) 2015, the physician removed the old catheter and implanted a new catheter without problems. After the catheter replacement, this reporter had not heard of any problems. The device system was delivering fentanyl and bupivacaine. The patient's outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information later received the patient was receiving effective therapy following the catheter replacement, works well.

Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: catheter; product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: catheter; product ID 8835, serial# (B)(4), product type: programmer, patient. (B)(4).